Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged and the set screw had a rounded socket.

Event description:
It was reported that during implant attempt, the ventricular lead was attached to the device without difficulty but when attempting to secure the setscrew in the atrial port, it was not able to be tightened. The setscrew was not visible and the device was removed and replaced. No patient complications have been reported as a result of this event.